Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available trend curves showed that the pacing impedance was constantly >3000 ohms between (B)(6) 2017 and (B)(6) 2017. According to the data, a unipolar lead failure was detected. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - it was reported that approximately 112 months after the implantation an increasing impedance was noted on this ventricular lead. The lead was capped on (B)(6) 2017 and a new lead was implanted. No adverse patient events were reported.